Manufacturer narrative:
(B)(4).

Event description:
Procedure type: eye surgery. According to the reporter: laceration on left eyelid was being repaired. The eyelid was held closed with gentle tension and then skin glue was applied to the abrasion, however, the skin glue was very watery in consistency and proceed to drip down into pt's left eye. Attempts were made to wipe the glue from the eyelid, however, it had dried and the medial aspect of the l eyelid was glued closed. Attempts were made to gently pry the eye open, however, attempts were unsuccessful. Erythromycin eye ointment was applied to the affected area to attempt to loosen the adhesion, however, ointment was not successful. Pt was transported to specialty eye hospital for f/u care seen in the ed at receiving facility and eye able to be opened without further intervention.